Event description:
Case reference number (b)(4) is a spontaneous report sent on 26-Jun-2026 by a physician assistant via sales representative concerning a female patient of an unknown age. Additional information was received on 29-Jun-2026 from the same reporter.The medical history of patient included DIABETIC. No information about concomitant medication, history of allergies or previous filler treatments has been provided. On an unknown date, the patient received treatment with Restylane Lyft with Lidocaine (lot 24030) to cheek (unknown amount, injection technique and needle type) by the reporting HCP.After treatment, the patient experienced VASCULAR COMPROMISE, POSSIBLY OCCLUSION (Vascular occlusion). She had PAIN/TENDERNESS (Implant site pain) and DISCOLORATION (Implant site discoloration) to her lateral mid cheek. The HCP was planning to administer Restylane Contour during the session but decided not to proceed due to the patient's pain. The patient applied warm compress, received 325 mg of Aspirin \[ACETYLSALICYCLIC ACID]", and 10 rounds of Hylenex \[VORHYALURONIDASE ALFA]". The patient's condition immediately started improving, capillary refill was three or less seconds, and her skin color returned to normal. The patient was prescribed with Keflex \[CEFALEXIN MONOHYDRATE]" as prophylactic treatment because she had diabetes. The HCP recommended her to continue warm compresses and Tylenol \[PARACETAMOL]" at home. The HCP still had concern about one small area on the cheek and considered treating the area with more Hylenex.On (b)(6) 2026, the HCP was scheduled to see the patient.Outcome at the time of the report:VASCULAR COMPROMISE, POSSIBLY OCCLUSION was Recovering/Resolving.PAIN/TENDERNESS was Recovering/Resolving.DISCOLORATION was Recovering/Resolving.

Manufacturer narrative:
COMPANY COMMENT:The serious event of vascular occlusion and the non-serious events of discolouration and pain at implant site were considered expected and possibly related to the treatment. Seriousness criteria includes the need for multiple medical interventions to prevent permanent damage. The potential root cause includes intravascular filler injection leading to vascular occlusion and its manifestations. The case meets the criteria for expedited reporting to the regulatory authorities.EVALUATION TEXT:Routine investigations have been performed and have provided sufficient information to assess the potential root cause, indicating a possible association with the treatment procedure. The reported lot number was valid and verified the reported product. The information in this case does not indicate a non-conforming product or malfunction. The performed investigations are therefore considered adequate, and no additional investigations will be conducted unless further information is received.CAPA COMMENT:No corrective or preventive actions are deemed necessary based on the outcome of the performed investigations.